Event description:
Treatment of an avm. It was reported resistance was encountered during contrast injection and the catheter ruptured. No pt injury was reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the hosp.